Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, during the preoperative procedure, when opening the ureteral stent and advancing the guidewire, the stent tube became obstructed, preventing the guidewire from passing through. However, the newly deployed stent allowed the guidewire to pass smoothly.

Event description:
It was reported, during the preoperative procedure, when opening the ureteral stent and advancing the guidewire, the stent tube became obstructed, preventing the guidewire from passing through. However, the newly deployed stent allowed the guidewire to pass smoothly.

Manufacturer narrative:
The reported event was unconfirmed. Stent tubing was visually inspected. Tubes must be free of lumps, flat spots, voids, or other deformities. No embedded or loose foreign matter in excess of an aggregated total of 0.3mm2. Eyes must be cleanly punched with no loose materials, excessive ragged edges, or plugged eyes allowed. No defects were noted. Stent tubing was inspected dimensionally for tip ID and functionally for guide wire passage per customer specification and customer drawing. Tip ID was measure with 0.037 inches minus pin gauge and 0.035 inches guidewire passage was performed 0.035 inches guidewire. Both allowed free passage and smooth insertion and removal. The reported event was unconfirmed. Risk, labelling, and DHR review are not required as the reported event was unconfirmed. No additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.